Manufacturer narrative:
Estimated date. The UDI number is unknown as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: femoral artery infections associated with percutaneous arterial closure devices.

Manufacturer narrative:
Date of event: date is estimated. Literature attachment: "femoral artery infections associated with percutaneous arterial closure devices". The device location was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article that arteriotomy closure of the right common femoral artery was achieved with a perclose device via a 6f sheath. Four days later the patient was re-admitted with right groin pain and a fever of 104°. An infected pseudoaneurysm was confirmed. The pseudoaneursym was drained and the perclose suture removed. A saphenous vein patch was placed in a necrotic area of the vessel wall. The methicillin-sensitive staphylococcus aureus infection was treated with medication. The patient had arterial hemorrhage 5 days later where an incomplete suture line was noted. Further surgical interveniton was performed and medication was given. Details are listed in the attached article, titled :femoral artery infections associated with percutaneous arterial closure devices".